Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch. Unexpected restart and external error alarms were not verified due to the button being unresponsive. No retiling noise noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported receiving numerous error alarms on the insulin pump and stated that the act button was stiff. Customer also mentioned that the insulin pump was hit and was making a rattling sound. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.